Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose readings. At the time of the phone call it was 253 mg/dl. The customer stated that since they had gained weight they thought they could switch the infusion set type. But they started experiencing high blood glucose levels as soon as they switch. The customer stated that the cannulas were bending. So, the customer decided to switch back to the infusion set type that they were originally using. The customer declined troubleshooting stating that they do not feel the insulin pump is of any concern. Nothing further was reported.